Manufacturer narrative:
The company representative was unable to duplicate the reported problem. He found no error codes related to this event. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown without warning. The problem recurred after the power was recycled. The patient was switched to another unit and therapy was continued. No patient injury was reported.